Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus express2 -2.75 x 16 mm drug eluting stent it was noticed that the distal stent tip was damaged. Consequently, the stent never touched the patient. No patient injury or complication was reported. The procedure was successfully completely using a taxus express2 - 2.75 x 12 mm drug eluting stent. Patient status is reported as "satisfactory/good."